Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrew marks on both terminal segments. The allegations were not confirmed per laboratory analysis, visual inspection and testing could not confirm that the lead was damaged besides the that the lead was severed.

Event description:
Boston scientific received information that during a replacement procedure due to a suspected device issue which was noted to display high pacing impedances, it was noted that the distal and proximal part of this right ventricular lead were fractured. The lead completely broke when removing it from the device. The broken parts of the lead will be sent for analysis while the rest of the lead was surgically abandoned. No adverse patient effects were reported. The device was also replaced although the issue appeared to be with the right ventricular lead.